Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: japan.

Event description:
It was reported that during surgery the device cannot mesh properly. There was no patient impact or delay. The taken graft was damaged but an additional graft was not needed. Another device was utilized to complete the procedure. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, e1 (telephone number), g3, g6, h2, h3, h4, h6, h11. Corrected: e2, e3. Review of the most recent repair record determined the unit would not mesh properly as the device failed the test mesh during repair. The cutter and side plate were replaced and resolved the reported issue. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause has been identified as component failure as the device exhibits wear and tear from repeated use. Complaint can be confirmed through the returned product analysis. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.